Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother via phone call that they were hospitalized due to high blood glucose values. Customer constantly had blood glucose value of 400mg/dl and was hospitalized. Customer stated that they woke up every morning with excessive blood glucose value of 500mg/dl. Insulin pump will not be returned for analysis.